Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran a precision check with levels 1 and 3 of quality controls (qc), which resulted out of range on some replicates and flagged with "abnormal assay" flags on other replicates. The customer ran calibrations on calcium, which failed due to "abnormal assay" flags. Ccc specialist reviewed the instrument data and found multiple calcium results flagged with "abnormal assay" due to kinetic check. The ccc specialist ran server 1 mix tests to check sample and reagent probe mix. The mix tests indicated an issue with sample mix. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe 1 mixer and performed auto-alignment. The cse ran previously failed qc, which passed and brought system back online. The cause of the discordant, falsely depressed ca results on two patient samples was due to a faulty sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The initial discordant results were flagged by the instrument and were not reported to the physician(s). As per the dimension vista 500 operators guide: for abnormal assay [e143] : " the message indicates that expected absorbance were not met for a specific cuvette. The result cannot be reported. Rerun the sample." For below panic range [e532]: "the result is below the laboratory defined panic alert level. Follow laboratory specific procedures for reporting panic values." The samples were repeated twice on the same instrument, all resulting higher than the initial result. The samples were flagged with " below reference range" indicating the result is below the lower reference limit, but the result can be reported. The second replicates obtained upon repeat were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.